Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the following: the air/water cylinder contained foreign objects, the air/water tube contained foreign objects, the distal end cover contained foreign objects, and adhesive on the bending section cover had foreign objects. There was no patient involvement.